Manufacturer narrative:
A ge oec service rep investigated the issue and re-formatted the cine hard drive and erased the flash. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had an issue where when cine runs were replayed, the system would lockup or freeze. Rebooting the system would restore functionality.